Event description:
The facility returned the device for service. During service the baxter repair technician noted depleted main batteries. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25, 2007. Evaluation summary: inspection of the device revealed potentially damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.